Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated this has happened the last 4 times she has changed her cartridge. During troubleshooting with a company rep, the plunger was detached from the piston rod. The proper procedure for changing the cartridge was reviewed with the pt. She stated she has not been properly removing the cartridge. She stated a small amount of insulin spilled into the cartridge compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.